Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the guidewire was stuck on the needle in the artery. She could not remove the needle off the guidewire and had to take them out together. The wire was bent when removed. She had to grab a second kit, and the same thing happened, however this time the needle was through the wire coil. The entire wire was removed from the patient. She had to get a third kit to finish the procedure." Associated complaints 9680794-2025-00740.

Event description:
It was reported that: "the guidewire was stuck on the needle in the artery. She could not remove the needle off the guidewire and had to take them out together. The wire was bent when removed. She had to grab a second kit, and the same thing happened, however this time the needle was through the wire coil. The entire wire was removed from the patient. She had to get a third kit to finish the procedure." Associated complaints 9680794-2025-00740 and 9680794-2025-00739.

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a kinked guidewire was able to be confirmed by the photo. The photo shows a guidewire partially advanced through the needle cannula with a kink in the guidewire where it exits the needle bevel; however, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.